Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that an MRI was being done to check for a possible compression fracture. The MRI was related to the pump and was ordered by the patient¿s pump healthcare provider (hcp). The device system was used to deliver 3 medications, but the reporter did not know what they were. The cause of the event, MRI results, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.